Manufacturer narrative:
(B)(4). Batch # r92430. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and functionality tested. An alert screen was displayed and no further functional testing could be performed. The blade could not be functionally tested due to the returned condition of the instrument. The device was analyzed, and it was determined that it was used with more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The device was disassembled to inspect the internal components and no anomalies were noted, related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. This device is packaged and sterilized for single use only. Multiple patient uses may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nissen fundoplication, the surgeon felt the device was not sealing as good as it normally does. The surgeon felt that the generator was of issue. A second generator was used to complete the procedure with the same device. Patient consequence was not reported.